Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery (rca). During the procedure, a perforation occurred. The 2.8 x 26 mm graftmaster stent delivery system was advanced; however, the device was unable to get to the perforation due to the patient anatomy. The device was removed without resistance and a second graftmaster was used to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.